Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a single low pacing impedance measurement. It was noted that the impedance had been low since just after implant. In addition, the lead had higher but stable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.